Event description:
It was reported that at the end of the case, the atrial lead dislodged. The pocket was reopened, and the lead was explanted and replaced. No patient complications have been reported as a result of this event.